Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak¿.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 59.3mm in diameter, and a unilateral right common iliac artery aneurysm. The patient tolerated the procedure successfully with no evidence of endoleak. It was reported that on (B)(6) 2015, there was an embolization procedure for the persistent type ii endoleak.